Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited elevated pacing thresholds and was determined to be dislodged. A lead revision procedure was done and the lead was successfully repositioned. Post revision it was noted that the p-wave amplitude measurements were yielding varying results. It was determined that this was related to the programmed atrial sensitivity value and was not a lead issue. The issue was resolved with reprogramming. No adverse patient effects were reported.